Manufacturer narrative:
Device evaluated by MFR.: synergy 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted to be pulled distally. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30mar2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. After pre-dilatation was performed with a 2.0x15 non-bsc balloon catheter, a 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine. However, device analysis revealed stent damage.